Event description:
It is reported that a customer was hospitalized on 01/05/2015 for a low blood glucose level of 20 mg/dl. The customer was treated with a glucagon shot by paramedics. The customer was assisted with trouble shooting and found that the pump works as designed. The customer was advised to call back if they found any issues regarding the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.